Event description:
During evaluation of the defibrillator while at the phillips repair bench, a battery failed calibration. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.